Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b implantable pulse generator - (B)(6) 2004; 4965-50 implantable pacing lead - (B)(6) 2003; 5866-40m implantable adaptor - unknown. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.